Event description:
It was reported that increased capture threshold was observed. At explant, a cut in the insulation was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.